Event description:
It was reported that urine was not flowing from the foley catheter to the bag on the day of use. Per follow-up information received via ibc on 04nov2021, stated that there was no leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.